Event description:
During preparation for a procedure, the product was stuck in the system initialization screen. The pt was in the room and had been prepped for the case with a local anesthetic. There was no back up equipment available and the case was cancelled. There is no adverse event reported as a result of this malfunction.

Manufacturer narrative:
The product has been rec'd, however, the device eval has not yet begun.